Event description:
The ICD involved in this MDR was implanted on (B)(6) 2010. Reportedly, the patient fell down and came to the hospital on (B)(6) 2010 for a follow-up. When the physician interrogated the ICD, he observed that it was programmed with nominal settings (i.e. Backup or safety settings). The physician observed no warning during the interrogation, and assumes that there was no interference.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.